Event description:
Information received from the field does not address the patient's clinical status but notes that an inquiry was made about left ventricular capture and that lead dislodgement was suspected. The patient's anatomy/vasculature made it difficult to reposition the lead. Therefore, an epicardial lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received